Event description:
It was reported that non-sustained rv oversensing due to post-paced t wave oversensing was observed via a merlin.net transmission. Reprogramming was recommended and will be made at next scheduled follow-up.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.